Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 227</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-78 years of age and between 22 and 370 pounds. Of the reported patients, 96 were male, 114 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #4 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there were 3 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: of the 227 allegations of a malfunction, 134 pumps were returned to animas and investigated. Of the investigated pumps, 123 were found to be malfunctioning due to battery compartment and cap damage.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 3 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 35 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.